Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio meter read inaccurately high compared to an other device (onetouch ping meter). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2013, at 2:43pm. At unspecified times, the patient reportedly obtained blood glucose readings of ¿255, 90, and 72mg/dl¿ with the subject meter and ¿185, 72, and 55mg/dl¿ with the onetouch ping meter; the comparison of each set of readings were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy and according to the csr¿s documentation, in response to the subject meter reading, the patient reportedly administered (a 6:20pm) an increase dose (8.6 units) of novolog insulin and subsequently five hours after the alleged issue first began, the patient reportedly developed symptoms of shaking and sweating. The patient reportedly treated herself with food and/or drink (time not specified) and at 8:15pm that evening, the patient reportedly tested her blood glucose with another onetouch verio meter and obtained a reading of ¿82mg/dl¿. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr noted the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up #1 (11/8/2013)- correction for initial report (submitted on 10/22/2013), the description should have read: on (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio sync meter read inaccurately high compared to another device (onetouch ping meter); brand name field, onetouch verio sync meter, not onetouch verio meter; PMA/510(s)# is k120708 not k093745.